Event description:
It was reported by service report that the zoom drive goes on and off while zooming, the right side siderail will not latch, and the big wheel will not disengage. No patient involvement or adverse consequences are reported.